Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small. The medical team reported that the vizigo sheath was discovered to be kinked at the tip when taken out of the packaging. They stated that they were unable to advance the wire through the vizigo sheath after the vizigo sheath had been inserted into the patient. They replaced the vizigo sheath and that vizigo sheath was also discovered to be kinked at the tip when taken out of the packaging. They were unable to advance the wire through the vizigo sheath after the vizigo sheath had been inserted into the patient. They replaced the vizigo sheath with an agilis sheath and there were no further issues. No patient consequences were reported. There were no wires exposed and damage did not result in any lifted or sharp rings. There was no resistance or difficulty during insertion or removal of the catheter. No picture available. The issue was found from the distal end of the catheter at 1-2 inches. The catheter was not pre-shaped. Resistance with sheath is not MDR-reportable. Broken tip is MDR-reportable. Biosense webster manufacturer's reference number (B)(4) has 2 reports.

Manufacturer narrative:
It was reported that an unknown patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small. The medical team reported that the vizigo sheath was discovered to be kinked at the tip when taken out of the packaging. They stated that they were unable to advance the wire through the vizigo sheath after the vizigo sheath had been inserted into the patient. They replaced the vizigo sheath and that vizigo sheath was also discovered to be kinked at the tip when taken out of the packaging. They were unable to advance the wire through the vizigo sheath after the vizigo sheath had been inserted into the patient. They replaced the vizigo sheath with an agilis sheath and there were no further issues. No patient consequences were reported. Device investigation details: the device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device with lot number 00002051 identified no internal actions related to the reported complaint condition. Still no device has been received for analysis. As such, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).